Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report.

Event description:
As reported to coloplast though not verified, patient experienced erosion, dyspareunia, pelvic pain and chronic urinary incontinence.